Event description:
Nobel biocare USA has rec'd a report of an osseofailure for one implant part # unknown lot # unknown. Nobel biocare did not manufacture the implant returned. Nobel biocare has determined implant direct, llc, most likely manufactured this implant.